Manufacturer narrative:
(B)(4). The service engineer reported the customer said the exhaled tidal volume was high but no alarm was generated. An exhalation filter was not installed, so the exhalation flow sensor mesh got dirty and produced the difference in the tidal volume measurements. The exhalation flow sensor mesh was replaced and the ventilator worked properly.

Event description:
It was reported that during patient use, a ventilator measured exhaled tidal volume was incorrect under active ventilation. The patient was stable and was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
The exhalation mesh/filter was returned to medtronic¿s failure analysis laboratory. A visual inspection of the filter was performed and unknown particles were found on the outer edge where the o-ring was seated. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned filter. If information is provided in the future, a supplemental report will be issued.